Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the interlock was returned for analysis. Upon examination, it was noted that the main coil was bent, stretched, and detached at the coil arm section.

Event description:
Reportable based on device analysis completed on 26jun2025. It was reported that coil unable to advance occurred. The target lesion was located in the severe tortuous and non calcified splenic artery. A 15mm x 40cm .035 interlock cube was used for procedure. Prior to the procedure, it was confirmed that the product interlocking arm was securely locked. However, the coil could not be advanced out of the catheter, which caused it to become unhooked inside the catheter. The procedure was successfully completed using another device of the same type. There were no patient complications as a result of this event. However, returned device analysis revealed a detached at the coil arm section.